Event description:
Event description cpi received information that during a routine replacement procedure of an implantable cardioverter defibrillator (ICD) for normal battery depletion, the physician noted visible abrasion on both the shocking coils of an existing endotak transvenous defibrillation lead (0064) lead. The lead was repaired during this replacement procedure, and remains actively implanted.